Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h6, and h11 were updated. The device was not returned for evaluation. The device's manufacturing date and definitive root cause of the e228 error code could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center experienced an e228 error code and noise in the image. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.